Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
The patient was further noted to have mild effusion and popping sensation one year post-implantation. Also patient was noted to have dislocated the right knee prosthesis. During the revision procedure, the surgeon noted the tibial component and femoral component were grossly loose. Both components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: persona stemmed tibia catalog # 42532007102 lot # 63097243; persona articular surface catalog # 42522200514 lot # 62871009; all poly patella catalog # 42540000032 lot # 62953629. Multiple MDR reports were filled for this event: 0002648920-2018-00222 - [maude report - mw5075299.]

Event description:
It was further reported that the patient was experiencing a clicking noise, limp, having to use crutches to ambulate, and grinding sensation which increased the pain prior to the revision procedure. It was also reported that the patient has alleged sleeping problems prior to the revision procedure.

Manufacturer narrative:
(B)(4). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06147 and 06150. Device location unknown.

Event description:
It was reported patient underwent right knee arthroplasty approximately 2 years ago. Subsequently patient was revised due to pain since day one, bone loss in the tibia, and loosening of the implant. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: stemmed 5 degree tibia, size e, right (p/n:42532007102). Uc articular surface, 14mm, ve right (fem 4-11, tib ef) (p/n:42522200514 ). All-poly patella, 32mm x 8.5mm (p/n 42540000032). Reported event was unable to be confirmed as lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.